Event description:
This complaint is from a literature source. The following literature cite has been reviewed: khambaty f, reed rn, randall ja, brody l, shah p, kerns jc. Long-term outcomes of sleeve gastrectomy at a veteran's affairs medical center. J laparoendosc adv surg tech a. 2025 jul;35(7):513-518. Doi: 10.1089/lap.2025.0072. Epub 2025 may 22. Pmid: 40402817. The aim of this study is to determine long-term weight loss and resolution of comorbidities following an lsg (laparoscopic sleeve gastrectomy) in a veteran population. Between 2013 and 2019, a total of 153 patients underwent lsg were using harmonic scalpel and 0-vicryl fascial stitches. Reported complications are: n=2; wound infections, treatment: antibiotics , n=2; unspecified complications, treatment: required 2u packed red blood cells postoperatively, n=4; unspecified complications, treatment: required incisional hernia repairs. In conclusion, lsg remains a safe and effective option for veterans with morbid obesity with concurrent resolution of several comorbidities. As the treatment of obesity continues to evolve, postoperative data remains critical to guide patient care.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2026 b3: publication year of 2025. D4: batch#: unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.